Manufacturer narrative:
The device was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call of their insulin pump being cracked. The customer states entire piece is cracked off. The customer's blood glucose at the time was 81mg/dl. The customer states the damage is where the reservoir goes in. The customer states the reservoir is no longer able to be held in place. The customer was advised that the device would be replaced and returned for analysis.